Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief. The root cause for the strained cable could not be positively identified. There is no indication that the device malfunction caused or contributed to and adverse event.

Event description:
The monitor and electrode belt were returned for evaluation and did not pass incoming testing.